Event description:
Robotic instrument, medium-large clip applier, tagged due to report of instrument malfunction. No instrument failure form found, unknown patient, unknown case. Per instrument tag report, "splints coming off shaft." 10 lives remaining on instrument. Instrument to be returned to manufacturer.